Event description:
A customer reported that during a patient procedure, using a glidescope go monitor, the screen went black and appeared to switch off during intubation. On reattempt, the screen went white and the image was lost. The procedure was successfully completed using a c-mac laryngoscope which was made available in an unspecified amount of time. No delay in the procedure or harm to the patient was reported.

Manufacturer narrative:
The customer's glidescope go monitor was returned to verathon for evaluation. A verathon technical service representative (tsr) evaluated the returned glidescope go monitor and was able to confirm the reported image issue. When connecting the reported glidescope go monitor to a known, good, test verathon equipment, the tsr observed that the image flickered due to a malfunction of the hdmi connector. The customer's monitor failed verathon's device functionality testing. Upon completion of the evaluation, the hdmi connector was replaced and the monitor was returned to the customer. Corrective action is currently not required at this time. Verathon will continue to monitor for any ongoing trends.